Event description:
Procedure: lavh. According to the reporter: the protective clear plast tip on end of trocar broke in half as doctor attempted to use trocar. Never entered patient. Surgery time was not delayed by more than 30 minutes. There was no tissue damage. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).